Event description:
It was reported that patient presented in clinic for follow-up. Upon review of chest x-ray imaging, it was noted that the pacemaker had migrated, and the atrial/right ventricular leads had dislodged due to twiddler's syndrome. It was also noted that atrial lead exhibited loss of capture. The whole system was explanted as a result. Patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual inspection of the lead found the helix with partial extension clogged with blood. X-ray examination of the lead found no anomalies to the helix and connector regions. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.